Event description:
It was reported that the ventilator while in bench repair had an error message: "vent inop" intermittently, battery was replaced but having same issue. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that a previous biomedical engineer did the repair, and they are no longer with the company. The customer had no further information about the service/repair.